Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on the received information, the patient suffered from a trauma, which might have damaged the active electrode due to excessive mechanical stress to it. However, the patient was re-programmed and is using the device. The clinic will continue to monitor the patient. This is a final report.

Event description:
The patient had 2 dumbbells fall on the sides of his head. Patient is non-verbal and multiply involved and cannot provide feedback as to any change in hearing impression. Patient reportedly does not wear his audio processor consistently. No swelling was noted at the implant site nor were there any changes in medication or health. The patient was re-mapped and the affected channels were deactivated. The patient will continue to be monitored. The parent reported that the patient is wearing the device more often.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had 2 weights fall on the sides of the head. Patient is non-verbal and cannot provide feedback as to change in hearing impression. Re-mapped has been performed. Patient is scheduled for imaging in the next days and will be monitored.

Manufacturer narrative:
(B)(4).(exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore it seems that the impact led to movement of the active electrode, causing electrode breakages due to device minute mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was initially reported in (B)(6) 2016 that the patient had 2 dumbbells fall on the sides of his head. The patient is non-verbal and cannot provide feedback as to any change in hearing impression. Patient reportedly did not wear his audio processor consistently. No swelling was noted at the implant site nor were there any changes in medication or health. The patient was re-mapped and the affected channels were deactivated. The parent reported that the patient then started wearing the device more often. In (B)(6) 2017 it was reported that the patient was seen for routine programming and in situ measurements showed all channels with high impedance. No art responses were recorded. The patient was re-implanted.